Event description:
The customer called to have the insulin pump tested because she was experiencing unexplained high blood glucose levels. The customer stated that she was hospitalized with high blood glucose levels over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was off by one hour. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Advised the customer to discontinue using the insulin pump until the replacement insulin pump arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.